Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a broken off and damaged power supply connector. The root cause for the damaged and broken off power supply connector could not be positively identified. There was no adverse event that resulted from the damaged charger.